Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had possibly fractured. The lead exhibited thresholds that had risen to a high range and were unstable with intermittent capture noted. The lead also exhibited rising and unstable impedance that had reached a high range and was ultimately undefined. The lead was programmed off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.